Manufacturer narrative:
Product has not been returned yet. Pending evaluation.

Event description:
Customer observed nacl solution contacting the magnet. (No contact with the patient)

Manufacturer narrative:
This MDR is a follow-up to MDR 1645362-2018-00001. This product has been returned to ibc. It was determined that there was a leak in the magnet compartment.

Event description:
Customer observed nacl solution contacting the magnet. (No contact with the patient).